Event description:
It was reported that when the physician attempted to exercise the helix prior to implanting the right ventricular lead in the body, the helix would not extend or retract with normal rotations and would pop out all at one time with over 40 rotations of the pinch on tool. A second lead of the same model was also attempted and had the same issues. Multiple attempts were made on both leads using different rotation tools. Neither lead was used and a third lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.